Event description:
Pt presents for transvenous biopsy of liver. Dextera tlab patel set was used. The kit includes a 5 fr "multiple purpose" catheter to be used to selectively cannulate the right hepatic vein. The distal tip of this catheter is made of a different more radiopaque material to facilitate its visualization during fluoroscopy. The procedure is performed by placing a guiding sheath into the inferior vena cava thru which this 5 fr catheter is placed and used to select the hepatic vein. The catheter appeared normal when initially placed into the sheath. Once inside the pt, the catheter tip did not respond as expected when the catheter was rotated. Subsequently, the opaque portion of the tip of the catheter was observed separate from the body of the catheter. A moment later, the catheter fragment embolized with the flow from the ivc thru the right atrium into the left lung pulmonary artery. Clinically silent. No change in vitals at the time nor over the next 48 hours. Follow-up cxr reveal stable position of catheter fragment. Procedure was completed successfully using a new 5 fr catheter -different brand- to select the hepatic vein. Dates of use: 2009. Diagnosis: liver disease, encephalopathy, transjugular liver biopsy.